Event description:
A ti femoral nall was implanted on an unk date at facility and broke post-operatively. Nail broke through the locking bolt hole approximately 16 months post operative and was removed on an unk date.